Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 325cc breast implant and experienced deflation on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient is scheduled for removal on (B)(6) 2020.

Manufacturer narrative:
On dec 10 2020, the mentor failure analysis lab received the device for evaluation. Additional information was received with the device indicating the patient experienced capsular contracture baker grade IV on the left side. The device was found to be intact upon explantation. Reason for device explant and/or reoperation: capsular contracture. Device evaluation summary: two devices (a and b) received for analysis with the same lot number. Since it was not possible to confirm which one belongs to the complaint, both implants were analyzed. During the visual evaluation, no apparent damage or visual anomalies were observed on either of the returned devices. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).